Event description:
It was reported that the nurse call alarm relay was not activating on the ventilator. It is unknown if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na.